Event description:
It was reported that a revision surgery was performed on left knee due to stiffness. Implants were not at fault. Surgeon reduced insert thickness from 12mm to 9mm to increase movement. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed on left knee due to stiffness. Surgeon reduced insert thickness from 12mm to 9mm to increase movement. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Some potential causes of the reported event could include but are not limited to type of device used. Reportedly, the implants were not at fault. No supporting clinical documents were received for investigation, therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that, after a tka had been performed on left knee, the patient experienced stiffness. A revision surgery was performed to reduce insert thickness from 12mm to 9mm to increase movement. The patient outcome is unknown.